Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause was not known. Customer changed out infusion set and delivered a bolus to address bg level. Reportedly, the customer will continue to use the pump for insulin therapy.